Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic procedure. The needle fell out of the suturing device. No device component fell into the cavity of the patient. The device was also difficult to toggle. In order to resolve the issue and complete the case, used another suturing device which worked. There was no patient harm and injury.